Manufacturer narrative:
(B)(4). The lot # 3000332894 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device discarded.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: medical device ¿ problem code corrected from codes "1454 and 1585" to codes "1454 and 2930".

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting branch dissection procedure, plastic on the tip of the vasoview hemopro 2 jaws came off. When the harvester was burning, it was very smoky, so the hemopro was removed and it was then observed. Another kit was opened to complete the case. No components of the device (metal / silicone) detached into the harvesting tunnel / inside the patient. Harvester said the silicone jaw was partially melted, but nothing had detached. No procedural delay. A new kit was opened and they proceeded. No patient harm/effects due to the defective device.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.